Event description:
It was reported that the health care professional (hcp) claimed impedances were high prior to macrostimulation during the implant procedure. The hcp tested the electrode a 2nd time and impedances were normal in the 600 ohm range. The hcp did not feel comfortable implanting the lead due to the inconsistency. It was suggested that the hcp measure impedances a 3rd time using a screening cable instead of alligator clips; the reporter stated that he was not certain if the alligator clip cable was faulty or not grounded properly. The hcp opted instead to use a different lead. It was noted that the lead was never implanted and there were no patient symptoms associated with this event. It was later reported that the manufacturing representative was awaiting pathology to release the product.

Manufacturer narrative:
(B)(4).